Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing. Fluoroscopy confirmed lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.